Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by a nurse that after two days of use, the valve to inflate the balloon broke and the balloon deflated. No further details including treatment or outcome were provided.

Manufacturer narrative:
No sample was returned. The original equipment manufacturer (OEM) reviewed the batch records for lot# 14fm0005 and found no exceptions. Four (4) retention samples were reviewed. The appearance of the balloon/inflation port, catheter body, and valve function were normal. No broken tube or separation at the joint were found. The OEM subjected eight (8) retention units across six lots (including from lot# 14fm0005) to the tensile strength test, pulling the ports and catheter in opposite directions at 300mm/minute until failure and recording the maximum force obtained prior to failure. The minimum force required 10 n (about 1.02kg). The average force obtained was 1.98kg, with the maximum being 2.58kg and the minimum was 1.51. The 14fm0005 sample obtained 1.78kg for the inflation port and 2.58kg for the irrigation port. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).